Event description:
It was reported that the pt was explanted due to infection on the implant site. A CT scan performed before explantation showed that the electrode was dislocated and was not in the cochlea anymore. Only partial insertion could be reportedly achieved during implantation surgery.

Manufacturer narrative:
(B)(4) . The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because, according to the patient report, the device was explanted due to device unrelated medical reasons, namely an infection at the implant side. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. Additionally, diagnostic imaging performed prior to explantation showed that the electrode array had partially migrated out of cochlea. This is a final report.

Event description:
It was reported that the device was explanted because of an infection at the implant site. A CT scan performed before explantation showed that the electrode array was partially extracochlear. Since only a partial insertion was achieved, the electrode array was not left in the cochela for later re-implantation.